Manufacturer narrative:
The patient was not treated based on the piccolo analyzer results. A sample was sent to a third-party laboratory for confirmation. The end user preferred not to disclose patient history. Abaxis technical support performed troubleshooting with the customer. The customer was advised to repeat qc; verify reagent/storage conditions and expiration dates; confirm environmental conditions were within specifications; and ensure proper specimen handling. Information regarding the patient¿s pre-existing conditions and/or current medications is unknown. The clinic was provided with materials to perform a linearity check and was offered the option to send the analyzer in for service. It is unknown whether the end user has elected to send the instrument in for investigation. A follow-up report will be issued upon completion of the investigation. H3 other text : awaiting customers decision to return

Event description:
A health care professional reported an unexpectedly high potassium (k+) result using the piccolo xpress analyzer and the piccolo comprehensive metabolic panel (cmp), lot#6042fc1 error codes: chem k+ / k+ problem or question.